Event description:
The user facility reported the nozzle of the subject device was clogged. The device is an olympus loaner. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the forceps channel port was clogged with tissue glue. This report is being submitted for the malfunction found during evaluation of the device (foreign material). The customer was contacted to find out if the last procedure for which the device was in-use involved tissue glue, or if the tissue glue was from a previous procedure. However, no further information was available.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is unknown how and when the tissue glue adhered to the forceps/biopsy channel port. Therefore, a definitive root cause could not be determined. If the tissue glue was an olympus product, a disposable injection needle may have been used. The instruction manual of a disposable injection needle from olympus provides the following, which may help to prevent the issue: ¿warning: do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk.¿ "caution: do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope." The instructions for use of the subject device instructs to avoid aspirating solid matter or thick fluids: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿ in addition, service found the insertion section was dented. The biopsy port and the suction port were worn. The insertion section, the switch box, and switch button #1 were discolored. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.